Event description:
It was reported that the patient could not get any coupling bars. The caller attempted to couple without any bars ¿dark.¿ it was noted that at most the patient acquired two bars. It was noted that there was a possible flip. It was further noted that the patient could ¿barely feel¿ the implantable neurostimulator (ins) in the pocket. The caller could barely feel ¿all round the ins.¿ the caller would call back if they confirmed a flip. Additional information received reported that the patient had not been able to charge. The patient was able to observe the charging screen but there were no coupling bars and ¿just white boxes.¿ antenna locate was performed and a range of 38-42 or 44 was acquired. The caller felt the device was a ¿little deeper¿ and they could not feel the edges of the ins. It was noted that the ins sat ¿at an angle.¿ the healthcare professional (hcp) was confident that the device was not felt. The hcp decided not to conduct an x-ray to confirm. The hcp had seen the patient on the date of report. The caller noted that the patient indicated they had been discharged one week prior. Additional information received reported that an ins flip was confirmed by x-ray. Additional information received reported that the patient was scheduled for a battery change due to a potential flip of the generator. It was noted that three days after the device was implanted the patient had attempted to recharge but could not couple with the device. An x-ray was taken and viewed at the healthcare professional¿s (hcp) office and the device appeared to be flipped. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient was seen yesterday. It was noted that the adaptive stimulation was activated. It was noted that there was no complaint of shocking or difficulty recharging. It was noted that the patient got stimulation in all the areas of pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no significant anomalies. Ins was found to be fu nctionally okay with insignificant anomalies.